Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on a transvaginal tape procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2018, the patient suffered from chronic vaginal and pubic pain. The pain disappeared and resolved after the tape was removed.